Manufacturer narrative:
Additional patient identifier: (B)(6). This report is for an unknown cable/wire/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure, when the surgeon was inserting the unknown dynamic hip and condylar screw system (dhs/ dcs) lag screw over the unknown 2.5mm t-handle, the coupling screw prevented the wire from passing through and pushed the wire into the patient's pelvis/ lower abdomen. Immediately upon x-ray review, the surgeon removed the unknown lag screw but the wire remained behind. The surgeon was able to finish the procedure free-handed without the instruments. There was a surgical delay of twenty (20) minutes to get the wire out. Upon review of instrumentation after the case, the coupling screw seemed to be stripped or marred and prevented the wire from passing through. The patent was doing well and the procedure outcome was as desired at the end of the case. Concomitant devices reported: unknown dhs lag screw (part # unknown, lot # unknown, quantity 1), unknown 2.5mm t-handle (part # unknown, lot # unknown, quantity 1), unknown dhs plate (part # unknown, lot # unknown, quantity 1), dhs®/dcs® coupling screw (part # 338.31, lot # ft00302, quantity 1). This report is for one (1) unknown cable/wire: orthopaedic cable. This is report 2 of 2 for complaint (B)(4).